Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in multiple episodes with an inappropriate shock. The device was checked in clinic with noise unable to be reproduced. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy and remains in service. No additional adverse patient effects were reported.